Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (48 mg/dl), and subsequently the customer tripped and the customer¿s nose became fractured. Reportedly, the pump basal rate needed to be adjusted. Customer consumed sugar water to address the low bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.